Manufacturer narrative:
(B)(4) correction: device available for evaluation and device evaluated by manufacturer: device not returning patient coding 2687 removed the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Interaction with the calcified anatomy and/or manipulation of the device resulted in the reported tip detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received. The separated tip of the guide wire and the separated pieces in the anatomy were removed with a snare device. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the anterior tibial artery that had calcification. A 3.0 x 300 cm ht pilot 200 guide wire was used; however, the device met resistance with the anatomy and failed to cross the lesion. The resistance caused the tip of the device to separate. It is currently unknown if the separated tip remains in the anatomy, and it was reported that pieces of the device may have remained in the anatomy as well. There was no adverse patient sequela reported. No additional information was provided.